Event description:
Received per from maquet cardiopulmonary (B) (4) stating, "the bipolar bisector stopped working after the first ligations. The connection and the device have been checked for visible failures. After this the bipo-cable was changed. No cause of failure identifiable. The failure happened during used in the patient. The procedure was completed by opening a second device. No further problems occurred. No clinical consequence.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).